Event description:
It was reported that during the morning on the day of the event 2 retention inspections were done through the edi catheter but did not produce any liquid; whereafter, the feeding speed was increased. Just before lunch the patient vomited about 300 ml. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought and the edi catheter has been requested back for investigation. A supplemental medwatch will be provided after investigation.